Manufacturer narrative:
The broken screw is not "field-replaceable" therefore, the short swivel adaptor should be returned to a repair center at either integra, UK or integra-ohio, USA to be repaired. Multiple attempts have been made to obtain the product for service/repair or receive additional information. Despite these efforts, neither the device or additional event information has been received. Based on the reported information and unavailability of the device, we are unable to further evaluate the device or verify the reported incident and therefore are closing the investigation.

Event description:
This distributor reported that the threading end of screw broke off during the pt preparation. Additional info has been requested from the distributor but to date no further info is available.